Manufacturer narrative:
(B)(4). The subject device is not available for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Host fibrotic tissue (pannus) growth is considered a part of the local host response to the initial tissue injury during surgery and as well as an ongoing response to the implanted device. The process usually results from acute and chronic inflammation, which can be triggered by trauma, a foreign body reaction, infection, or other immune responses to the implant. As such, it is extremely difficult to predict the occurrence and severity of pannus overgrowth, and the resultant pannus deposition is highly variable among patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a 23 mm bioprosthetic aortic valve, implanted for six years and 11 months, was explanted due to degeneration creating severe aortic stenosis. This case involved a (B)(6) male with a history of avr, CABG x 3, and coronary artery disease with stenting, permanent pacemaker, and diabetes mellitus type 2. He was found to have with severe bioprosthetic aortic valve stenosis, acute on chronic combined lv failure, hypertension, moderate obesity, hyperlipidemia, and bilateral pleural effusions. It was noted that he was initially considered for tavr, but due to encroachment and concerns for the left main stent, he was referred for surgical avr and bypass grafting to the lad. He underwent a redo avr as well as redo CABG x2 to distal lad and apical lad, and drainage of bilateral pleural effusions. Intraoperatively, there was some ai noted on the aortic valve. The subject device along with its sutures, pannus, and leaflets were removed. The coronary ostium appeared normal. There was no evidence of dissection. After thorough debridement, a 25 mm pericardial aortic valve was implanted and secured with cor-knot device. No suspected perivalvular gaps were noted. The patient was weaned from cpb. Rbc's and clotting factors were administered. It was noted that he tolerated the procedure well and was transferred to ICU in critical but stable condition. Patient was discharged on pod #5.